Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure converted to open unrelated to device problem, when the surgeon was firing on bronchus, the device was unable to fire but the green button was pressed and the handle was squeezed by the surgeon. The reload was partially fired, later there was a resistance to fire, then, the surgeon decided to unlock the device by retracting the knob. The surgeon used open reloads to resolve the issue and complete the case. There was no patient injury.